Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this crt-d , left ventricular (lv) lead along with a competitor's right ventricular (rv) lead and right atrial (ra) lead exhibited high out of range (oor) pacing lead impedance (pli) measurements. Loss of capture (loc) was also observed; shock episode electrogram (egm) showed no capture, so the patient went into asystole of greater than 2 seconds. Current output was increased. Further, the device sensed the noise on the rv and delivered a therapy. Rv lead revision was performed. The lead was unscrewed from the header, was tested thru psa and measurements were all in normal ranges. The lead was inserted back into the header and tested through the device. A connection issue was suspected for the rv lead. The cause of the other out of range measurements was not determined. At this time, the system remains in service. No additional adverse patient effects were reported.